Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3093-33, lot# v098099, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a return of symptoms over the past week or so. It was stated that the patient fell a week ago in the kitchen. The patient went to the hospital by ambulance and was told that everything was fine. The patient was scheduled for an appointment with her healthcare provider (hcp) on (B)(6) 2014, but now could not make that appointment. It was noted that none of the patient¿s current medications had changed in the last month. It was also noted that when the patient drank more at night or ate popsicles she was getting up more at night. The patient reportedly got up 2-3 times per night. It was later reported that the patient lost stimulation after a fall. It was reiterated that the patient fell a week ago and landed on her implantable neurostimulator (ins). The patient had been having trouble with urination ever since.